Manufacturer narrative:
Suspect device UDI: (B)(4). Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include UDI on initial report.

Event description:
It was reported that the patient is going to be taken back to surgery on (B)(6) 2015 for revision of his vns as the generator has migrated from its original placement. The surgeon will be moving it back to a new pocket. The patient underwent a full revision surgery on (B)(6) 2015. The migration was first observed approximately 1-2 months ago per the physician. The physician stated that no patient manipulation or trauma occur that is believed to have caused/contributed to the migration. There was no fluctuation in the patient's weight that could have caused the device to migrate either. A non-absorbable suture had been used to secure the generator to the fascia during implant surgery.